Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 5093624 / 3213939. Model/catalog description: linear st lead kit 50 cm . Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients device had migrated after an accident. All components were explanted. No further information has been obtained despite good faith efforts.